Event description:
It was reported that the devices were used during a bilateral totally extraperitoneal repair. It was reported by the rep that during a bilateral total extraperitoneal repair, the ems stapler misfired and jammed. The hospital was not stocking the ems separately so the circulator opened another fdh39 kit. This stapler jammed also. A third kit was opened and the case was completed laparoscopically with the third ems. There was no consequence to the pt.